Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer displayed a system test failure. It was also determined that the printer was defective, the micro processor unit (mpu) board was ingressed by liquid, the link electronic module (lem) board spacer was broken so it wasn't possible to do an inspection of the lem board, the power supply was ingressed by liquid and the handles were broken. It was recommended that the device be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a system test failure was observed on the programmer prior to use. The product has been returned for service. T here was no patient involvement. The programmer subsequently tested out of specification during manufacturer's analysis.